Event description:
This x-ray system couldn't operate due to the detector not being available. The pt was on the table. The pt was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.